Event description:
Subsequent to the initial medwatch report, the following information was received: the shaft separated at the guide wire exit notch and the device was difficult to remove. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: spatacore 14; stent: herculink elite. (B)(4) - the nc trek rx is indicated for coronary use; however in this incident, the device was used in the renal artery. (Indication for use). (B)(4) - it was indicated that the nc trek was inflated above the rated burst pressure (rbp). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a renal artery stenting procedure, during post dilatation of the 5.0x15mm herculink elite stent, the 4.5x15mm nc trek was inflated to 6-24 atmospheres, but would not fully deflate. All the devices were removed as a single unit. Once removed, the balloon was checked outside of the patient and still would not fully deflate. There was no report of adverse patient sequela and no report of a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The noted deflation issue and difficult to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have caused or contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states the nc trek rx coronary dilatation catheter is indicated for: a) balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. B) balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction c) balloon dilatation of a stent after implantation (balloon models 2.00 mm - 5.00 mm only). Further, the warning section states balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.